Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure a small circumferential pe was present via transesophageal echocardiogram (tee). Several attempts were made at gaining access for the transeptal puncture (tsp). Tsp was successfully performed and access was gained to the left atrium. Heparin was administered. The watchman fxd access system (was) was positioned and angiogram was performed. The anesthesiologist commented that the patient's blood pressure was dropping and required treatment for hypotension. The implanting physician continued with inserting the 20mm watchman flx delivery system and closure device (wds). The closure device was implanted after 1 deployment. It was then observed via tee that the small baseline pe was growing and the patient continued to require treatment for hypotension. A pericardiocentesis was performed and the patient's hemodynamics stabilized. The patient was taken to the intensive care unit for monitoring. The patient has since been discharged. While unconfirmed, the physicians suspected a perforation had occurred in the right atrium or right atrial appendage from the non-boston scientific sheath or wire used during tsp. It was further reported that pericarditis occurred on (B)(6) 2023.

Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure a small circumferential pe was present via transesophageal echocardiogram (tee). Several attempts were made at gaining access for the transeptal puncture (tsp). Tsp was successfully performed and access was gained to the left atrium. Heparin was administered. The watchman fxd access system (was) was positioned and angiogram was performed. The anesthesiologist commented that the patient's blood pressure was dropping and required treatment for hypotension. The implanting physician continued with inserting the 20mm watchman flx delivery system and closure device (wds). The closure device was implanted after 1 deployment. It was then observed via tee that the small baseline pe was growing and the patient continued to require treatment for hypotension. A pericardiocentesis was performed and the patient's hemodynamics stabilized. The patient was taken to the intensive care unit for monitoring. The patient has since been discharged. While unconfirmed, the physicians suspected a perforation had occurred in the right atrium or right atrial appendage from the non-boston scientific sheath or wire used during tsp.